Manufacturer narrative:
Lead model 3389s-40 serial #(B)(4) implanted: 2006-(B)(6) explanted: na; extension model 7428251 serial #(B)(4) implanted: 2007-(B)(6) explanted: na; concomitant system: neurostimulator model 7426 serial# (B)(4) implanted: 2010-(B)(6) explanted: na; extension model 748251 serial# (B)(4) implanted: 2010-(B)(6) explanted: na; lead model 3389s-40 serial #(B)(4) implanted: 2007-(B)(6) explanted: na. (B)(4).

Event description:
Additional information reported that on (B)(6) 2012, the patient had an appointment where they received assistance with their device or therapy and their concerns were resolved. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that the patient had trouble walking and was "dragging" a leg. It was noted that the patient had an appointment today to adjust the programing of the implantable neurostimulator (ins). Additional information was requested, but was not available at the time of this report. See also manufacturer's report #3004209178-2012-05103.